Manufacturer narrative:
Investigation/evaluation: reviews of the documentation, instructions for use (IFU), manufacturer¿s instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, an IFU is provided with this device stating all appropriate indications, contraindications, warnings, and precautions. There is no evidence to suggest the customer did not follow the instructions for use as provided. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Common name and product code = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was received 04jun2019 providing a correction of the product. The complaint device was not a zilver flex expandable biliary stent. There is no information regarding what type of zilver flex stent was used during the procedure.

Manufacturer narrative:
Rpn and lot number = unavailable as they are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, a zilver flex 35 biliary self-expanding stent (product and lot numbers were not provided) shortened when placed in the superficial femoral artery (sfa). The physician had to place a balloon expandable stent after the shortened portion. The patient is "fine". Additional information was requested; however, according to the customer, nothing additional can be provided. No patient adverse effects were reported. The stent remains implanted in the patient.